Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with a 350cc mentor memorygel breast implants experienced bilateral capsular contracture post procedure. The right sided capsular contracture was baker grade IV and the left sided capsular contracture was baker grade iii. The capsular contractures were diagnosed through a physical examination performed by a physician. As a result, explant and bilateral prosthesis replacement with 575cc mentor memorygel breast implants was done. The right sided capsular contracture was reported initially under 1645337-2020-01917 on (B)(6) 2020. On (B)(6) 2020 mentor received additional information and initial awareness of the left sided capsular contracture. This report relates to the left prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).